Event description:
New information received noted the lead was capped.

Event description:
It was reported that noise was observed. The noise was reproducible through isometrics. Lead issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.